Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient is doing extremely well and happy.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.